Event description:
During maude search, the following record was found: event description: while changing modes of ventilation, the ventilator turned off. The pt was bagged and switched to another ventilator. The ventilator was removed from service and sent to biomed for evaluation.

Manufacturer narrative:
Inquired with FDA for further device information, but as per FDA, info cannot be released.